Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440

Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our fse was on site and after replacing and trying multiple things, he could narrow the issue down to the monitoring printed circuit board. After replacing the damaged part, the ventilator passed all functional and safety tests and was returned for clinical use. The replaced part was not required for further investigation. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).